Manufacturer narrative:
The customer only returned the suspected contour next link 2.4 meter. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8gpeg03b, which gave satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 8gpeg03b, which gave satisfactory performance.

Manufacturer narrative:
(B)(4).

Event description:
At 6:36 a.m., the customer obtained a blood glucose reading of 303 mg/dl at a contour next link 2.4 meter. The customer had no symptoms of hyperglycemia. At 6:40 a.m., a repeat testing was performed on a different meter and a reading of 138 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.